Event description:
Boston scientific received information that low pacing impedance measurements and oversensing were observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Additional information was received indicating that the noise oversensing resulted to inappropriate shocks and the physician decided to replace the rv lead. It was later reported that there was no evidence of therapy exhaustion or pacing inhibition. The actual impedance measurements remain unknown at this time. The lead was explanted and will not be returned for analysis. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.